Manufacturer narrative:
Result: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.

Event description:
(B) (4) crm received information that the cardiac resynchronization therapy defibrillator (crt-d) patient claimed to have had nothing but trouble with her device since implant. She was allegedly shocked while driving and had to be taken to the hospital via ambulance. The patient also claimed to be in rehabilitation and on antibiotics for an infection. It is unknown at this time whether the infection is believed to be device related. She also stated that her device was too large and had to be moved several times, and commented that the implanting physician could not implant a third wire during the initial procedure. As a result, a third wire needed to be implanted the next day. The patient claimed to be in pain and advised that she planned on telling the physician to remove the device. The patient is implanted with (B) (4) crm transvenous right ventricular (rv) and right atrial (ra) leads, and an OEM manufactured epicardial lead.